Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had a lead revision and a different manufacturer representative was present at the lead revision. Manufacturer records indicate that a lead was replaced on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that their leads migrated. The patient was having stimulation in their chest wall. The patient was reprogrammed and the stimulation pulse width was lowered to 60, but this did not resolve the stimulation in chest wall issue. X-rays were taken, thus confirming the lead migration. Revision surgery was to be scheduled. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.